Event description:
It was reported that during a da vinci hysterectomy procedure, the fenestrated bipolar forceps instrument was stuck in patient side manipulator (psm) arm 2 and unable to remove. Customer attempted to use emergency release wrench with no success. The customer was finally able to manually close the instrument jaws and had to remove the entire psm arm2 with instrument from the patient (cannula remained in). Upon troubleshooting with the surgeon isi technical support engineer (tse) advised the customer to disengage the instrument via the sterile adapter release and customer was able to remove the instrument. The customer then reseated the sterile adapter and attempted to install original bipolar instrument, but it would not work (system error code 282 occurred). Tse advised customer to install a 2nd fenestrated bipolar and system error code 23004/23009 occurred on arm-2. Customer recovered the fault and now psm arm-2 and instrument engaged properly.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument has two broken pitch cables. Due to the broken pitch cables, the wrist could not move in the pitch directions. The instrument was likely not in the straight orientation when the customer attempted to remove the instrument. The instrument would then need to be removed manually. The broken cable segment that contains the crimp was missing from the clevis for one of two pitch cables. No other damage was found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cables and the missing crimp found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.